Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician could not remove the stylet from the lumen. The physician cut the stylet and left the excess in the lead.